Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device was difficult to attach to the motor. The device was being used during surgery, but no injury or medical intervention occurred. There was no add'l info provided.